Manufacturer narrative:
It was previously reported that there were 12 devices that experienced the reported malfunction. However, it was determined there were 13 devices experiencing the reported issue. The 13th device was not made available for testing by the customer.

Event description:
This report summarizes 13 malfunction events, where it was reported the device was drifting. There was one event with patient involvement; however, no adverse consequence or clinically significant delay in treatment were reported.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were evaluated in the field and the issue was confirmed; seven devices had broken/damaged components, two devices had alignment issues, and two devices had worn components. The devices were repaired and returned. One device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 12 </noe> malfunction events, where it was reported the device was drifting. There was one event with patient involvement; however, no adverse consequence or clinically significant delay in treatment were reported.